Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell 2 of 4. Gts explained the error. The patient stated a supply bag fell and disconnected. Gts had the patient cycle power and the hc alarmed with a system error 2367. Gts then assisted the patient in retrieving the cassette and advised them to contact their nurse regarding the error. The patient elected to discard the sample. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2010. The pd nurse stated she was unaware of this report. The pd nurse she has spoken to the home patient several times this month and he has not complained about anything. The home patient is continuing with therapy as usual. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.